Manufacturer narrative:
A ge service rep performed an over the phone investigation. The system was corrected by the service engineer during the service call.

Event description:
It was reported that the 9800 system had a collimator iris potentiometer error message. No pt injury was reported.